Event description:
On (B)(6) 2022, a male patient underwent a port placement procedure using the titanium implantable port. 3 years 8 months and 13 days during the port explanation procedure, the catheter allegedly found completely ruptured inside the patient. The procedure was completed by additional incision in the neck. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port with two groshong catheter segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth throughout the other region. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth throughout the other region. Therefore, the investigation is confirmed for the reported catheter fracture, material separation issues and identified catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the titanium implantable port. 3 years 8 months and 13 days during the port explanation procedure, the catheter allegedly found completely ruptured inside the patient. The procedure was completed by additional incision in the neck. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.